Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 2 months ago. The pt was not a good candidate for endovascular repair. The aortic neck was short, angulated and it had a large diameter. The pt has prostate cancer and the physician elected to treat via endovascular repair, so the pt could have chemo therapy treatment sooner. A first device was inserted but ended up kinking (see MFR #2953200-2010-00349) and was removed. The second device was implanted after the wire was exchanged with a stiffer wire. Post implant there was a slight type 1 endoleak (see MFR #2953200-2010-00514) which the physician was able to resolve by modeling the stent graft with a balloon. Upon final angiogram, there were no endoleaks present. It was reported the pt returned 3 weeks post implant with a proximal type 1 endoleak present most likely due to the large diameter and angulated the aortic neck. The physician elected to explant the stent graft and sewed in a conventional graft. No additional clinical sequelae were reported and the pt is fine. The explanted stent graft was not received. (B) (4).

Manufacturer narrative:
(B) (4). Eval results: device was not returned; large, short and angulated aortic neck, pt not a good evar candidate; endoleak.